Manufacturer narrative:
Based on available information this product is suspected to be a non-genuine oral-b product. Return of product has been requested. Product and production code / lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head broke [device breakage]. No adverse event. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017. He/she replaced the oral-b power oral care refills precision clean that morning, and the new replacement broke just as he/she started cleaning his/her teeth with an oral-b rechargeable toothbrush, version unknown. No symptoms developed. Relevant history: none reported. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that the brush head was from a pack of 8. The consumer tried to scratch the sign off the brush head, but it did not come off, even with a hard scratch from a coin. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that she had used the precision clean brush heads for some considerable time, and was completely happy with them. No further information was provided.